Event description:
The customer reported that the pt received vasoseal following a stent procedure. The physician did not measure for the kit number of the vasoseal. The dilator was placed and resistance was not felt. The procedure was stopped and manual compression was applied for a few mins to get the artery to constrict. The dilator was re-advanced and more resistance was felt. Two plugs were deployed and the pt immediately felt pain. An angiography was performed via the opposite groin site. The pt was immediately taken to the or and a fogarty catheter was successfully used to remove the plug. No further complications were reported.